Event description:
During priming of the oxygenator prior to use, a fluid leak was observed at the blood outlet port. A loose fiber was observed by the perfusionist between the cardioplegia and blood outlet port. The oxygenator was changed out prior to use without further incident.